Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was hospitalized for low blood glucose. The customer's mother stated her daughter had reverted to manual injections. Date of the customer's hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 45 mg/dl. The mother also stated, the customer's low blood glucose may be caused by the customer not disconnecting from the insulin pump when changing the reservoir. Customer did not have any unusual events leading to their hospitalization. The customer was advised to monitor their insulin pump and blood glucose. Customer's blood glucose was 282 mg/dl at the time of the call. No additional information provided.